Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective retractor band. A field service engineer replaced the retractor band, removed the debris, and cleaned the sensors to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, the drawer was unable to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.